Manufacturer narrative:
The device has been rec'd for analysis. Upon completion of the failure analysis of the complainant device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corp that a trapezoid rx lithotripter compatible basket was used during a stone retrieval and lithotripsy procedure performed on (B)(6) 2009. According to the complainant, after completing the procedure, the physician noticed damage of the product catheter. Reportedly, the device catheter was rolled and deformed and appeared to be torn at the proximal end. The procedure was completed with this trapezoid rx lithotripter compatible basket device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be stable.